Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far p oversensing, loss of capture, r-wave amplitude variation and inappropriate shock on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
New information received notes that the right ventricle lead was explanted. Replacement lead was unable to be implanted due to patients anatomy. The patient condition was stable.

Manufacturer narrative:
Additional information: b2, b5, d6b, g3 and h6.

Manufacturer narrative:
The reported events were loss of capture, far p oversensing, r wave amp variation, under sensing, inappropriate shock and lead dislodgement. As received, a partial lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
New information received notes that the right ventricle lead was explanted. Under sensing and dislodgement, replacement lead was unable to be implanted due to patients anatomy. The patient condition was stable.

Manufacturer narrative:
Correction: for missing codes for b5 and h6 codes.